Event description:
Hcp reported the pump was programmed earlier with a bridge bolus as they had changed drugs. The pt later reported to the hcp that they was feeling numbness in their legs. The hcp consulted with the manufacturer's technical services dept which reveiwed the parameters programmed into the pump. It was found that the hcp had erroneously entered three hours instead of the desired 30 hours. The pt returned to the hcp for reprogramming of the pump. A follow up report will be sent if additional info can be obtained. There have been several unsuccessful attempts to contact the hcp.